Manufacturer narrative:
One used 6fr glidesheath slender sheath was returned for product evaluation. The sheath was returned along with a dilator that was mated partially. Visual inspection of the sheath revealed that the shaft of the sheath was flattened, folded and mangled in addition to a kink, 0.30 cm below the hub of the sheath. The longitudinal fold started at 6.3 cm of the shaft which propagated until the distal end of the sheath. Dimensional testing was performed. The total length of the sheath shaft sample was measured to be 10.5 cm which is within the manufacturer's specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that substantial spasming of the radial artery along with a significant amount of calcification at the access point may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that glidesheath slender sheath did not feel right when it came out of the package. The doctor was performing a diagnostic percutaneous coronary intervention (pci) and placed the sheath under ultrasound guidance. There was notable disease/calcium at the access point. When the sheath was placed, they flushed/cocktail then nothing would pass through. They tried to put the dilator back in and it would not go. They opened a new sheath and used the second dilator; however, it would not go any further. The doctor mentioned that there was a substantial spasm of the radial artery and that the sheath would not come back out. They waited with sedation and the sheath finally came out and a tr band was placed. The case was aborted at that point. The patient was stable. There was no patient injury/medical or surgical intervention required. Additional information was received on 19feb2020. Only one sheath was used however, another was opened to use a new dilator to remove. The first dilator was bent trying to put back in sheath and remove. The patient had a tr band placed and hemostasis was achieved.